Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on her first day with the ilet attempted to use a dexcom g7 sensor but pairing failed, with the cgm display showing ¿start sensor,¿ and she declined troubleshooting after being advised to obtain the 4-digit sensor code to reconnect, electing to discontinue pump use and revert to manual injections due to concerns about potential weight gain noted in training materials. Symptoms included no reported adverse clinical effects. Outcomes included user discontinuation of pump therapy and transition to backup therapy without alerts or alarms. Investigation included customer education and remote troubleshooting guidance regarding cgm pairing and sensor code entry. Investigation of this case revealed unsuccessful cgm pairing attributable to incomplete sensor setup, with no identified pump malfunction. It was concluded, based on previously established findings for similar reports, that user decision and incomplete cgm setup were the probable causes.